Event description:
A customer reported to beckman coulter, inc (bec) that erroneously elevated sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) results were generated by unicel dxc 800 pro synchron clinical system. The results were reported out of the laboratory. When qc indicated an issue, repeat testing was performed on an alternate instrument and lower results were produced. The customer issued amended report for one patient. The patient results provided by the customer indicate that the differences between the initial and repeated results of potassium (k) and chloride (cl) assays are within the precision claim of the assays. Patient treatment was not initiated or withheld based upon the results reported.

Manufacturer narrative:
The sample collection and centrifugation information was not provided. Qc on the day of the event showed imprecision. Service was dispatched and the field service engineer (fse) performed a preventive maintenance. The fse rebuilt vacuum pressure pumps, replaced carbon-bridge in flow cell and all ise (ion selective electrode) tubing. A definitive root cause has not been determined but appears to be related to repaired hardware components, and the instrument is now operational.